Event description:
Pt offered no complaints pre treatment. She was placed on a reprocessed t-175 (pt had a similar event on this dry pack dialyzer) 12 min into the treatment she complained of itching. The physician was notified and the treatment was discontinued. She was given 25 mg benadryl IV and then restarted on another machine. She had no further problems and was sent home.